Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - non-malignant pain/ headache. It was reported that it was not working. Caller stated it was not charging. Caller then stated that someone had called regarding the issue and disconnected the call. Caller stated never mind someone else has already and called regarding this and disconnected call. Event date was not obtain due to caller disconnecting before being able to ask. No symptoms reported. No further complications were reported or anticipated.